Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with bi-ventricular support. It was reported that when the pt was being transported for a CT scan the dual drive console (ddc) compressors spontaneously shut off. The device did not turn back on when plugged into wall ac power. Circulatory support was temporarily provided via hand pumping. The pt was emergently placed on extracorporeal membrane oxygenation (ECMO). The CT scan of the head was able to be completed which revealed that a previously know subarachnoid hemorrhage had extended. The pt was unresponsive and the family elected to withdraw support and the pt expired.